Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the implant procedure a grommet/setscrew problem was identified. The lead could not be connected to the header and a faulty header was presumed. An alternate device was implanted and no patient complications have been reported as a result of this event.